Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shock therapy for atrial fibrillation (af) with rapid ventricular response (rvr). It was also noted that false signal artifact monitor (sam) event happened due to the af. Technical services (ts) provided assistance. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.